Event description:
It was reported that during a lvot/ves retrograde procedure, a navistar thermocool sf was inserted through a st jude sl0 long sheath into the aorta. The aorta ruptured while crossing the aortic arch with the sheath and the catheter because of the very bad overall vessel condition of the patient. The physician stated that it is not directly related to any of the equipment inserted (sheath or catheter) but it was an issue of the already calcified aorta. The patient went straight to or and underwent aortic arch reconstruction surgery. Everything was okay after surgery. The outcome of the adverse event for the patient was reported as fully recovery without permanent changes. The causality of the event, according to the physician is possible device related, but it could also be related to the sheath which was a st jude product and for sure is related to the tissue condition of the patient.

Manufacturer narrative:
Product analysis will not be performed since the catheter was not returned. (B)(4).